Event description:
As reported from our affiliates in canada, this was a case of a 26mm sapien 3 ultra valve, in aortic position, by transfemoral approach. During valve deployment, a loss of capture was noticed, and it was asked to stop rapid pacing. Upon cessation of rapid pacing, the valve embolized into the aorta. This first valve was secure along the wire and in the aortic arch. A second valve was opened and deployed in the correct aortic valve position. The first valve was then post-dilated and anchored past the subclavian artery. The patient has been discharged.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings corrected h6- investigation conclusions the device was not returned for evaluation. The complaint for valve embolization into aorta was unable to be confirmed as no relevant imagery/medical record was provided for evaluation. There was no allegation or indication of a device malfunction contributing to this adverse event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "during valve deployment, it was noticed a loss of capture and it was asked to stop rapid pacing. Upon cessation of rapid pacing, valve embolized into aorta." Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. During procedure, rapid pacing is performed to provide transient reduced cardiac output to facilitate balloon stability during valve deployment. Per the training manual, "loss of capture during rapid pacing can cause sudden delivery system movement during deployment" and "make sure pressure stabilizes before balloon inflation." In this case, it is likely that the loss of pacing capture had disrupted the stability of the balloon deployment leading to thv embolization toward aorta. As such, available information suggests that procedural factors (loss of pacing capture) may have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.